Event description:
Caller reported a cgm error 42 and noted that the error had occurred three or more times on the current pump within the last 24 hours, although the customer had not reset the pump for this error. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump as it was still under warranty, and the customer intended to continue using the current pump as backup therapy. The caller was instructed on putting the pump into storage mode and agreed to return the problematic pump via a pre-paid label within ten days.